Event description:
It was reported that pump did not display and was not recognized by computer, and later did not start even after being left plugged in for more than 2 hours with different cables. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump, and no additional information was received regarding the outcome of the event.